Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture due to dislodgement. A successful lead revision was performed. No other adverse patient effects were reported. The lead was out of service and was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.